Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had issue with the inner cannula and twist lock connector.

Event description:
According to the reporter, the unit had issue with the inner cannula and twist lock connector. There was no patient involvement.

Manufacturer narrative:
H3 evaluation summary: one picture was received for evaluation. A visual inspection was performed and it was observed that the inner cannula protruded, but with the picture is not possible to identify if the inner cannula is the one which comes with the outer cannula since according to work instruction (B)(4) the product is check 100% for proper protrusion. Manufacturing process was reviewed and currently, there is no potential risk and the below conditions were found. All inner cannulas are locked into the outer cannula to verify inner cannula protrusion; in case of excess of cannula, that should be cut. The quality auditor inspects for protrusion. All manufacturing controls were found acceptable and effective to detect the reported event. All inner cannula with twist-lock connectors provided in this package should not be used on any other tube because they are fitted to the exact length of this tube. Information has been added to the database and trends will continue to be monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.